Event description:
It was reported that during a lavh procedure while using the device in the vaginal area, the surgeon was clamped on the pedicles and the lateral vaginal tissue experienced thermal burn. Unknown the degree of the burn at this time. The surgeon placed three small sutures to close the superficial erosion in the vaginal mucosa. Pain meds were administered. The device was discarded. Additional information: there was no skin burn, just vaginal mucosa.

Event description:
Additional information: the burn was from the side of the jaws on tissue that was not in the jaws, but was touching the side of the jaws at one point during activation. A weighted speculum was believed to be used (versus unweighted). Nothing different about patient size, weight, or anything else that was unusual in the way it was being used.

Manufacturer narrative:
(B)(4).should the information be provided later, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4).